Event description:
The customer reported excessive flagging for the nucleated red blood cell (nrbc) parameter, plt clumps (platelet parameter) and neutrophil/monocyte (ne/mo) blast flagging (differential) when using the unicel dxh 800 coulter cellular analysis system. There were also flow cell clog errors reported. The customer had tried flushing the flowcell, along with an extended shutdown, and cleaning the mix chambers, however the problem persisted. Per the customer, there were multiple false positive nrbc flagging that were not present during sample rerun and nrbc's were not identified on slide review. The erroneous results were not reported out of the laboratory. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the sample line from the nrbc (nucleated red blood cell) chamber to dv (distribution valve) had protein buildup. He replaced the diff (differential) and nrbc sample lines and cleaned the dv. No further issues were identified. This MDR is related to a similar MDR 1061932-2014-01685 filed for a similar issue on another analyzer at the same facility.